Manufacturer narrative:
A review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. There are a couple of reasons for the eye pigment to change color. First, the eye could develop scar tissue caused by irritation, trauma, or an infection. Second, there could be a fleshy growth that occurred due to scar tissue growth. Eye pigment change can also be caused by eye aging. These issues are considered post procedural issues and generally not caused by the system. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified.

Manufacturer narrative:
Manufacturing year 2014. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a patient had complaint of pigment loss and glare after a catalys laser procedure. The surgeon reviewed the post treatment images and claims the laser did not fire on the patient's iris and believes the patient's pigment loss and glare was caused by the phaco equipment, at some other time throughout the treatment. The surgeon had only completed the laser assisted portion of the cataract procedure and a different surgeon completed the phaco extraction.